Manufacturer narrative:
Product event summary #30 5.4 report immediately, but no later than 30 days. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, while the surgeon was doing a continuous/ running stitch in subcutaneous tissue, the needle became loose at swage before the first bite was taken ( before it could be used ). A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. The visual inspection of the returned product noted one suture and one needle. The needle was returned disengaged from the suture. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Unfortunately, as no sealed samples were returned, a needle attachment test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.